Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿cardene infusing in carefusion alaris pc when the nurse noticed the cardere was flowing rapidly in the chamber of the tubing. The nurse stopped the infusion pump and opened the chamber door. Once the door was opened, cardene was 'shooting' out of the tubing." An incomplete date of event of (B)(6) 2018 was provided. There is no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿cardene infusing in carefusion alaris pc when the nurse noticed the cardere was flowing rapidly in the chamber of the tubing. The nurse stopped the infusion pump and opened the chamber door. Once the door was opened, cardene was 'shooting' out of the tubing." An incomplete date of event of (B)(6) 2018 was provided. Cardene was infusing on the patient as a secondary infusion at the time of the event. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 200ml baxter bag ndc 10122-313-01 cardene i.v. 0.86% sodium chloride. The report of a leaking set was confirmed. Visual inspection showed no anomalies. Functional testing showed a fast dripping leak coming from the top end of the silicone segment. The root cause of this failure was attributed to damage during a manufacturing process step.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿cardene infusing in carefusion alaris pc when the nurse noticed the cardere was flowing rapidly in the chamber of the tubing. The nurse stopped the infusion pump and opened the chamber door. Once the door was opened, cardene was 'shooting' out of the tubing." An incomplete date of event of (B)(6) 2018 was provided. Cardene was infusing on the patient as a secondary infusion at the time of the event. There was no report of patient harm.

Manufacturer narrative:
The root cause of this type of damage has previously been determined to be one or more of the following: damage during a manufacturing process step, pre-existing damage in the silicone raw material and damage occurring as a result of excessive stretching or pulling of the tubing during use.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿cardene infusing in carefusion alaris pc when the nurse noticed the cardere was flowing rapidly in the chamber of the tubing. The nurse stopped the infusion pump and opened the chamber door. Once the door was opened, cardene was 'shooting' out of the tubing." An incomplete date of event of (B)(6) 2018 was provided. Cardene was infusing on the patient as a secondary infusion at the time of the event. There is no report of patient harm.